Manufacturer narrative:
Insulin pump was received with no act button response due to flattened button dome switch. No blank display or display anomaly noted. However, the battery tube was corroded. Unable to verify for operating currents including low battery, battery out of limit or off no power alarm due to no act button response. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked belt clip slot. No damage inside pump noted.

Event description:
Customer reported the insulin pump had a blank display. Customer stated he noticed the device was blank when he glanced at the device. Customer has inserted several batteries and the device did not return. Customer's blood glucose was 386 mg/dl. Customer reported the device did not have nay physical damage. Customer was advised to dropped, bumped, or exposed to moisture. Customer reported the battery compartment was not damaged, corroded, nor missing. Customer cleaned battery contacts, inserted a new battery, and display did not return. Customer was advised to discontinue use and revert to back up plan. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.